Event description:
The customer reported false high troponin I plasma results on two pt samples. The same pt samples were repeat tested in duplicate and again gave based results. Elevated results of the magnitude obtained might initiate inappropriate physician action. There was no report of pt harm as a result of this event.